Manufacturer narrative:
(B)(4). Age at time of event: over (B)(6) years old. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. A 4.00x24mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, during procedure, the proximal part of the stent struts unraveled. The procedure was completed with a 3.5x24 promus premier stent. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached; method code, result codes and conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damage along the distal half with struts distorted and stretched distally over the bumper tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery. A 4.00x24mm promus premier drug eluting stent was advanced to treat the lesion. However, during procedure, the proximal part of the stent struts unraveled. The procedure was completed with a 3.5x24 promus premier stent. No patient complications were reported and the patient's status was okay.